Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent and unknown procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/24/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/24/2018, mentor became aware that the patient underwent a primary breast reconstruction procedure. On 08/02/2018, mentor received additional information about the event. It was originally reported that the suspect medical device is a mentor smooth round moderate profile 275cc saline breast prosthesis saline breast prosthesis, catalog #3501640. New information states that the suspect medical device is a mentor memorygel breast implant 250cc gel breast prosthesis, catalog #354-2507, lot #5701955, PMA #p030053. Device was manufactured at mentor¿s (B)(4) manufacturing site, not at the (B)(4) USA site. On 08/08/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. Brown material and gel was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 2.5 cm within parallel lines of shell wear on the posterior aspect and extending to the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).